Manufacturer narrative:
Following our receipt of one unit and placed transmitter under microscope and found moisture/corrosion damage at the connector pins, unable to perform functional testing or verify communication anomaly. In summary, the customer complaint of loss of communication could not be confirmed due to corrosion/moisture damage at the connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced connection issue from transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed for loss of communication between the transmitter and the pump, the transmitter serial number was deleted from the pump and repaired but the transmitter would still not communicate/trigger a "sensor connected" alert. No harm requiring medical intervention was reported. The customer was informed transmitter might not be working and will be replaced. Product mmt-7841zn has been returned for analysis.